Event description:
It was reported that this lead was implanted in (B)(6) 2011 and capped in (B)(6) 2016 due to oversensing. The lead was eventually extracted in (B)(6) 2019 during the explantation of the successor lead.

Manufacturer narrative:
The returned leads were only available in fragments. The protego lead had been cut through 11 cm proximal of the tip electrode. The proximal part, including the connector, were not available for analysis. Of the linox smart lead, only a medial fragment was returned, including the svc shock coil. The returned fragments were visually inspected. Multiple explantation damages were found at the two fragments. The protego fragment showed a deformation of the shock coil, which is a result of the explantation procedure. In addition, no damages were detected at the returned part that could be related to the complaint. The manufacturing process of the protego lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. Signs of wear and tear could be seen at the lead body of the linox smart fragment. The insulation was damage due to squashing and fraying about 20.5 cm proximal of the svc shock coil. Damage to the coating of the rope conductors to the rv shock coil and to the ring electrode was detectable at just that spot. These damages are with high probability the cause of the clinical complaint at the linox smart lead. The position and characteristics of the fraying lead to the assumption of strong mechanical stress during the operating time and might have been caused by the simultaneous occurrence of strong pressure of the lead against the ICD housing and friction of the lead at the ICD housing. In summary, there were no indications of a material defect or manufacturing error at the available fragments.